Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she was having issues with her pump. Customer's blood glucose was 480 mg/dl at the time of the incident. Customer's current blood glucose was 280 mg/dl. Customer had a blur in her eye sight due to her high blood glucose. Customer stated that she was filling the reservoir with insulin and noticed a little white stuff and had to throw it away. Customer declined to check for the presence of leaks or air bubbles in the reservoir or tubing. Customer stated that she always checks for air bubbles. Customer performed the high pressure test and the pump did not pass. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer stated that she is keeping her pump.